Manufacturer narrative:
The device will be return to manufacturer for further evaluation. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo representative was informed about an event involving maxi move passive floor lift. It was reported that two caregivers transferred the double amputee resident from the chair to the bed. During initial phase of transfer when the patient was raised (about 8 to 10 inches), the lifting arm and the spreader bar lowered unintended. As a consequence, the resident fell back on the wheelchair and spreader bar landed on the patient lap. There was no injury reported. After the event the device was evaluated by arjo service technician who found broken top inner bracket (part is located inside the mast). The defective part was returned to manufacturer for further evaluation. The defective part was sent to external laboratory for testing. The visual and microscopic inspection of the broken part rule out manufacturing defect and fatigue as possible causes of the breakage. Taking into account all facts and information collected in the course of this investigation we are unable to define the root cause of the problem. Please note that the complaint is an isolated case, no other reportable complaint with similar defect was found. To conclude, the lift was used for the patient's care and in that way contributed to the alleged event. Since the lifting arm lowered unintended, it can be stated that the device did not meet its performance specification. We report this event to competent authorities due to fast uncontrolled lifting arm movement during patient transfer which resulted in the patient's fall.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon investigation conclusion.

Event description:
On (B)(6) 2019 arjo representative become aware of the event involving maxi move lift. It was reported that during patient transfer from the chair to the bed (when patient was raised about 8 to 10 inches) caregiver hearted noise and the patient fell back into the chair. It was reported that spreader bar detached from the device lifting arm and fell on the patient' knee. There was no injury sustained by the patient.